Manufacturer narrative:
The customer reported occlusion in the set and returned one used sample of material and lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The report also included a note that when removing the maxzero, the occlusion is no longer observed, but the set returned does not have standalone or single maxzero connectors. The customer also reported this issue with 1.2 micron filters and returned one set with a 0.2 micron filter. The root cause for the occlusion could not be determined, as it was not determined if the occlusion happened in the trifuse or the lipid line. The root cause could not be traced to the manufacturing plant. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following: it was reported by customer that the lipid lines infusing on alaris syringe pump with 1.2 micron filters are frequently experiencing occlusion alarms. If they remove the needlefree connector from the set, most of the time that solves the issue. His has happened multiple times with multiple patients in the last month.